Event description:
Manufacturer's reference #: (B)(4).

Manufacturer narrative:
The investigation of this complaint has been completed. The system was investigated by the hospital biomedical department. No fault was found and no parts were replaced. The system device logs were saved and sent for evaluation. The system has been returned for clinical use and no further issues have been reported. The evaluation of the received system logs shows that a successful system checkout was performed prior to and after the event. The technical log has no recordings during this date, which indicate the absence of technical malfunctions in the system. The treatment began and continued for approximately six minutes until the emergency ventilation was activated. The evaluation of the log confirms the described event. The treatment was started in manual ventilation mode and then set to automatic ventilation in pressure control with low pressure settings. Alarms for expiratory minute volume low were generated. The system was thereafter switched to manual ventilation and after one-and-a-half-minute set to automatic ventilation again. Alarms for expiratory minute volume low and leakage were generated. The system was set to manual ventilation and then shutdown (emergency ventilation activated). Our conclusion, based on the performed investigation by the hospital biomedical engineer and evaluation of the logs, is that there were no technical malfunctions in the system at the time of the event. The root cause of the reported event has not been determined in this investigation.

Event description:
It was reported that the anesthesia system stopped working during ongoing induction. It was not possible to ventilate the patient either in manual or automatic ventilation mode. The patient's measured saturation level decreased to 50 %. The patient was disconnected from the system and manually ventilated with a revivator and the patient saturation level became normalized. The final patient outcome was no injury. Manufacturer's reference #: (B)(4).